Event description:
Consumer complaint of blood result reading of "lo". Reviewed last three blood glucose results in the meter memory but the time and date are not set correctly. Back to back blood glucose results were 163 mg/dl and e-2. Customer attempted another blood test resulting in e-2. Customer stated her expected blood glucose range is from 70 mg/dl to 120 mg/dl fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Correction of date of event:(B)(6) 2014.

Event description:
Consumer complaint of blood result reading of "lo". Reviewed last three blood glucose results in the meter memory but the time and date are not set correctly: 161mg/dl, "lo", 99mg/dl. Back to back blood glucose results were 163mg/dl and e-2. Customer attempted another blood test resulting in e-2. Customer stated her expected blood glucose range is from 70mg/dl to 120mg/dl fasting. No adverse event reported.